Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer indicated via phone call of air bubbles inside of the reservoir. The customer's blood glucose was 402 mg/dl at the time of incident. Customer removed the reservoir from the pump and the leak test could not be performed. Troubleshooting provided reasons for the air bubbles and the customer was advised to monitor the pump and call if problems persist.